Event description:
Info received indicates the siderail will not latch.

Manufacturer narrative:
The technician found the siderail swing arm was bent, the rail bracket was bent, the latch spring was crushed and the upper rail bracket screws were missing. He replaced the swing arm, rail bracket, latch spring and screws to repair the bed.